Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency and the product was not returned. The reported patient effect of dissection, as listed in the xience prime everolimus eluting coronary stent system instructions for use (IFU), is a known adverse event associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. The 3.0 x 38 mm xience prime referenced is being filed under a separate medwatch reports

Event description:
It was reported that the target lesion was located in the distal right coronary artery (rca) with heavy calcification, heavy tortuosity and 100% stenosis. During the placement of the xience prime 3.0 x 23 mm stent, a dissection occured. A xience prime 3.0 x 38 mm stent was implanted to cover the dissection, however, the dissection became larger. Hence, another unspecified stent was implanted successfully to cover the dissection. The patient outcome was reported to be satisfactory. Pre-dilatation and post dilatation were performed during the procedure. No adverse patient sequela was reported. There was no clinically significant delay in the procedure. No additional information was provided.